Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, broken off battery tube threads, completely broken off reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was 250 mg/dl. The customer reported that they had damage on the battery compartment. The customer was advised that the pump will be returned for analysis. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The insulin pump will be returned for analysis.